Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken black wire on vibrator motor. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was absence of vibrate on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the anomaly persisted after battery change. Troubleshooting was done and the insulin pump did not vibrate. The insulin pump will be returned for analysis.